Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three (3) non-vented high-volume inlets had dark spot on the tube and white connector cap, as well as fiber in the pouch. This was observed while the devices were inside the product packaging prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H11: three (3) actual devices and photographs of the sample were received for evaluation. The returned photographs were reviewed, and it was noted that there were small spots of particles observed in the sealed packaging. The actual samples were visually inspected, and it was noted that sample #1 had black spot on white connector, sample #2 had a fiber on spike flange, and sample #3 had tiny black spot in the packaging. The reported condition was verified. The cause of the condition was unable to be determined; however, it was most likely due to supplier related to the manufacturing or packaging process. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.